Event description:
It was reported that the physician had to revise the left lead in (B)(6) 2014 since that side never worked. X-rays were done and showed that the lead had moved. After the lead was revised, the patient could feel stimulation when setting was at 2.40-2.60.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).